Event description:
A (B)(6) customer received a blood glucose reading of hi on the breeze2, retested 30minutes later and received hi again. He called telemed at approximately 7:30pm and was advised to go to the hospital. He had no symptoms of hyperglycemia. At approximately 8:00pm, the hospital ran his blood test and received 18.9mmol/l. At 11:30pm the customer was given 46units of long acting insulin and 3.6units of fast acting insulin. At 8:00am the following day, he was released with a blood glucose of 11.6mmol/l. Test strip information was not provided. The test strips are expected to be returned for evaluation. A new meter and strips were sent to him.